Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. The future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator power cycles on startup. There was no patient involvement.

Manufacturer narrative:
An ht70 plus ventilator was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and the liquid crystal display (lcd) was found to have a large scratch on the touchscreen. An investigation was performed and the product analysis technician reported that the reported issue was verified and the root cause was isolated to the damaged resistive touchscreen. In addition the oxygen (o2) sensor and the main control board were found to be damaged. If information is provided in the future, a supplemental report will be issued.